Event description:
It was reported that when the lead was placed into the device during implant, the lead was difficult to get into the connector and did not fit in place properly. It was noted upon inspection that the device setscrew appeared to be slightly extended. The setscrew was retracted and the lead was able to be placed with ease. The lead fit properly and all measurements were acceptable. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the us.